Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer's insulin pump screen had dimmed making it harder to see, the back of the insulin pump had plastic housing missing, the insulin pump had randomly shut off, they had to take battery out and put it back in to power on, the insulin pump had rejected new room temperature batteries, priming taking longer to complete, had shot out insulin from cannula when priming and buttons had to be pressed really hard to work and had to play with buttons to get it to work. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.